Event description:
An elderly patient was admitted to the hospital after an out of hospital cardiac arrest. The total down time was not known. The patient had a prior myocardial infarction (mi) 3 weeks prior. The patient was placed on hypothermia protocol. After the protocol was completed, nursing noted skin break down on the patient's back. There were multiple sores that appeared to be stage I and ii blisters.